Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented for a follow up in-clinic. Interrogation of the pacemaker was unsuccessful. Further information was requested but not received.